Manufacturer narrative:
Additional information: height: 130cm. Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Visible are deposits in the reservoir. Permeability test: a permeability test has shown that both valves and the reservoir are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Only visible deposits in the reservoir. Next, we tested the permeability of the valves. Both valves and the reservoir were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected, however the brake force was outside of tolerance. All other specifications were met. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion/blockage. At the time of our investigation, the valves were shown to be permeable and the progav 2.0 is adjustable to all settings. However, we have measured increased braking force, which shows that more force needs to be expended to release the rotor for adjustability. We suspect that this is a consequence of the build-up of protein deposits. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the valve was blocked. The reporter indicated that a post operative progav 2.0 was blocked and it was impossible to set it again. The device was explanted and replaced. Additional details of the event are not available.